Manufacturer narrative:
Verification of the accuracy for this lot was performed against the current version of the inspection test procedure. Lot passed all criteria outlined in the test procedure. Will continue to monitor on monthly complaint trend reports.

Event description:
Consumer called to report his meter is inaccurate. He was getting very high readings with his meter, although he has been sick. Was treating the higher readings and had to go to the emergency room - reading was 50.